Event description:
It was reported that the unknown synergy intraocular lens (iol) was exchanged from a patient. No information about injury or intervention is required. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5, a6: unknown/ asked but not available. Section d4: model number: unknown/not provided. However it was mentioned that unknown eyhances section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. . Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.